Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit audio / beep alarms working properly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. No unexpected noises were noted during testing.

Event description:
It was reported that the customer had high blood glucose levels of 456 mg/dl. The customer was hospitalized. The customer was treated with insulin drips. The customer reported that the insulin pump did not give her a bolus when she programmed one. The customer also reported that the insulin pump gave out funky noise when she tried to change the infusion set of the insulin pump. The customer also reported that there appears to be bubbles on the screen of the insulin pump. Troubleshooting was done. The customer reported that a replacement for the insulin pump was needed. The customer was advised that the insulin pump would be replaced. No additional information was provided.